Event description:
During transfer procedure resident's last digit on lt foot was severed by side panel brace on geri-chair. Resident was severely combative during transfer procedure. Geri-chair has been fixed numerous times by maintenance dept.